Event description:
It was reported that a miethke shunt (#article unknown) was implanted. According to the complainant, the shunt seems to be blocked. The patient underwent a revision procedure.

Manufacturer narrative:
At the time of report, limited information about the incident are present. The investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.